Event description:
Procedure: total gastrectomy. According to the reporter: after clamping the esophagus, the surgeon attempted to open the jaws to reposition the device, but the jaws would not open. To remove the device, the surgeon excised the esophagus with a new device. There was oozing of blood, tissue damage and unanticipated tissue loss. Nothing fell into cavity, no pt harm, operating room was extended by more than 30 mins, no ill effect on the pt. The pt has been discharged. Pt age, weight and gender is unk, no info about the use of reinforcement material. After surgery, the jaws opened and the device was accidentally dropped on the floor.

Manufacturer narrative:
(B)(4).